Manufacturer narrative:
The reported event of lead dislodgement was not confirmed. As received, a partial lead was returned in two pieces for analysis. The s-curve hump height was measured within specification. Final analysis found no anomalies.

Event description:
Related manufacturer reference number: 2017865-2021-38581 it was reported that the patient presented for lead revision procedure. The patient's right ventricular lead exhibited high, out of range impedance and was explanted and replaced. During the procedure, it was noted that the patient's left ventricular lead had become dislodged. The left ventricular lead was extracted and replaced as well. The patient was stable.